Manufacturer narrative:
No conclusion could be reached based on the analyis results as to why the instrument reportedly "could not be fired" during surgery. The instrument was returned on good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. The instrument was fully functional and conforming to design specifications. While co was unable to re-create the event , co has documented the circumstances as they were reported to co. In addition, the appropriate engineering personnel have been notified of this incident.

Event description:
It was reported that a atb35 was used during an unknown procedure. It was reported by the affiliate that on the third firing, the surgeon could not fire the instrument, since it was too hard to squeeze the handle. A new instrument was used to complete the case. There was no consequence to the patient.